Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Customer complaint reported: reports official end time was 1756, only because we had to stop the infusion at least two times to pull air out of the line since the infusion bag was short. Including the flush, only 216 was infused and the total infusion (including the 25 ml flush) should have been 250. This event led to an underinfusion of the therapy.

Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 250ml/hr and 250ml and no empty container or air in line alarms occurred. Furthermore, the pump's operational log was reviewed and there were no indications that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. Note: no pump activity on reported incident date of (B)(6) 2017. Performed preventative maintenance service. If additional pertinent information becomes available a follow-up report will be filed.